Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b7 and h6. B7/h10: information added to these fields were inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports two occurrences of the single use distal cover coming off an evis exera iii duodenovideoscope during a procedure. Case with patient identifier (B)(6) reports the distal cover used in procedure 1 of 2 case with patient identifier (B)(6) reports the scope used in procedure 1 of 2 case with patient identifier (B)(6) reports the distal cover used in procedure 2 of 2 case with patient identifier (B)(6) reports the scope used in procedure 2 of 2 procedure one: the customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope in the patient¿s mouth as the scope was being removed. The distal cover was retrieved digitally by the provider the patient did not experience any adverse effects as a result of the distal cover coming off. The patient¿s current condition is described as fair/good. There were no procedural anatomical challenges that could have caused or contributed to the distal cover coming off. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. There were no endotherapy devices used during the procedure.